Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had never had any therapeutic effect. It was stated that the patient had a loss of therapeutic effect. It was noted that the patient was having a problem with ¿adjustment.¿ it was noted that the patient was unhappy and had been getting unnecessary pain. It noted to have been unknown when the pain had started.

Manufacturer narrative:
Concomitant products: product ID: 748940, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# v001464, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. It was stated that the patient¿s stimulation ¿seems different.¿ it was noted that the patient was ¿90% sure she needed the stim adjusted.¿ it was stated that the stimulation seemed to be lower down on the patient¿s right leg and the patient needed the stimulation to be higher up ¿ where her lumbar spine is. It was noted that the patient felt the stimulation differently in different positions. It was noted that the patient was trying to keep her stimulation low and off as much as possible, but wanted to know when the ins would reach end of service (eos). It was noted that the patient did not feel comfortable making any adjustments with her programmer by herself, and wanted a manufacturer representative to assist her. It was stated that the patient did not walk very well and was unwilling to get into a car to get the necessary help. It was noted that the patient¿s issue had started within the last 6 months. It was stated that the patient had 3 falls in total. It was further stated that the patient had fallen in (B)(6) of 2013 and in (B)(6) of 2014. It was noted that the patient had not had her device checked since the falls.